Manufacturer narrative:
(B)(4) for the reported event of guide catheter broken. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an rx biliary stent was used during a bile drainage procedure in the common bile duct performed on (B)(6) 2014. According to the complainant, during procedure they inserted a guidewire and placed it on the left hepatic duct. The inner guide catheter was pulled to release the stent but the physician felt resistance when pulling it but resistance was gone in a moment. The stent was successfully implanted on the left hepatic duct. However, the inner guide catheter broke off and remained in the channel of the scope. The physician did not notice this event occurred, they only knew when they tried to advance the second stent. After that, the scope was pulled back to the stomach and the broken guide catheter was pushed out of the scope and into the stomach then the broken guide catheter was retrieved from the patient. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
The guide catheter was the only component received. A visual analysis found out that the guide catheter was kinked and had become detached from the pull wire cannula. The delivery system was not returned for evaluation to determine the actual root cause for the detaching of the guide catheter from the pull wire cannula. Therefore the most probable root cause of 'undeterminable' is selected for this complaint.a review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A review of the device labeling and direction for use (dfu) showed the device was used according to its label.

Event description:
It was reported to boston scientific corporation that an rx biliary stent was used during a bile drainage procedure in the common bile duct performed on (B)(6), 2014. According to the complainant, during procedure they inserted a guidewire and placed it on the left hepatic duct. The inner guide catheter was pulled to release the stent but the physician felt resistance when pulling it but resistance was gone in a moment. The stent was successfully implanted on the left hepatic duct. However, the inner guide catheter broke off and remained in the channel of the scope. The physician did not notice this event occurred, they only knew when they tried to advance the second stent. After that, the scope was pulled back to the stomach and the broken guide catheter was pushed out of the scope and into the stomach then the broken guide catheter was retrieved from the patient. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.